Event description:
Registered nurse stated that a luer adapter broke in half and part of product got stuck in patient needle. Staff able to remove without patient harm. No additional information has been provided.